Event description:
Procedure type: cholecystectomy. According to the reporter: the device sometimes locked during the procedure from the very beginning. In other cases, it fired first and then locked. The operating room supervisor stated that after the surgery, the patient returned to the hospital (emergency). The doctor, gastroenterologist and surgeons performed an ercp where the doctor stated that it was possible to move the clips. Diagnostic post-operative: peritonitis.

Manufacturer narrative:
(B)(4).